Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Serial number is unknown. UDI is unknown, no product information has been provided.

Event description:
It was reported that the catheter has sheared off approximately 10mm from the tip. It was in place on insertion but not on removal. MRI scan was conducted and no remains found post-delivery. Patient was sent home and is well. Customer had sent this item to their facility who had reviewed the device under a microscope to found it was a clear cut.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. The customer provided two (2) photos for evaluation. On the photo there is shown an epidural catheter with clear cut by a sharp tool. Based on the photos, it is probable that the catheter was cut by a needle during use. No trend of confirmed customer complaints was identified. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.

Event description:
Additional information received on 02-dec-2022 via email: patient is well and asymptomatic sheared tip not located as not radio-opaque on imaging. Therefore fragment still remains in patient ? No plans to retrieve due to asymptomatic patient.